Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked, and a replacement device was shipped to the user¿s temporary address. Symptoms included no adverse clinical effects. Outcomes included no impact on health or therapy beyond device replacement. Investigation included review of the reported damage and coordination of replacement logistics. Investigation of this device revealed physical damage to the display assembly consistent with a cracked or broken screen, with no associated alerts or functional alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external physical damage.